Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the surgeon informed the rep that 2 clips were fired on cystic duct where the leak occurred; both clips looked fine during the procedure. No abnormal sound or firing of the device. Post-op when the patient returned, they found the medial edge of the patient side clip looked as if it had eroded or cut into the cystic duct. Patient is fine and expected to fully recover.

Manufacturer narrative:
(B)(4). Additional information requested and the following details were provided: the surgeon informed the rep that 2 clips were fired on cystic duct where the leak occurred; both clips looked fine during the procedure. No abnormal sound or firing of the device. Post-op when the patient returned, they found the medial edge of the patient side clip looked as if it had eroded or cut into the cystic duct. Per the surgeon this is the first time this has occurred in one of their procedures. He is an experienced user of the device. Patient is fine and expected to fully recover. The account returned sterile product which was in inventory around this time. Please note it has not been determined if these are the lots utilised in this case. The analysis results found that device (a) was returned inside its original package. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned inside its original package. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h90e9m mfg date 02/06/2011; exp date 01/06/2016 (B)(4). The analysis results found that device (c) was returned inside its original package. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. (B)(4).

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The patient was readmitted with a bile leak. It is unknown how the patient was treated. Unknown if there was any issues during the original procedure. The device was discarded.